Event description:
The pt received his scs system on (B)(6) 2010 including an ipg. It was reported the pt was admitted to the hospital for health issues. While in the hospital, the pt's heart stopped beating and he was revived. An sjm representative reprogrammed the pt and his scs system is performing as intended.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.